Event description:
Caller reported potential false positive troponin I (tni) results on triage cardiac panel vs. Eci analyzer. The triage cardiac panel test gave positive results on a patient. The ER doctor suspects the pt is not suffering cardiac injury. See results for triage and eci in next section.

Manufacturer narrative:
Investigation pending.